Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer returned test strip vial with one strip only - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 292 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 139 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer; customer stated he only had one test strip left. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).